Event description:
The customer reported an uncontained fluid leak of 50ml from a unicel dxh 800 coulter cellular analysis system while processing patient samples. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/04/2015 and found disconnected tubing at port 5 from the distribution valve, dv, which distributes fluid to pinch valve vl205. He replaced the tubing at the distribution valve which fixed the leak. The repairs were verified per established service procedures. (B)(4).